Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient¿s health care provider (hcp) indicated that the patient was prescribed antibiotics due to mild redness that was noted on the patient¿s routine follow up. The hcp also emphasized that they ¿disagreed¿ with the report of the patient having accident (s) after their stage 1/lead placement as they had not known of any accidents. The patient had bent over and was concerned because she was fearful of damaging the device. The patient had a clinical diagnosis of obsessive compulsive disorder (ocd) and obsessed over ¿every movement with respect to the device¿. It was noted that the antibiotics were not related to any events and were prescribed due to an incidental erythema noted at the patient¿s routine visit.

Event description:
It was reported that the patient had ¿accidents¿ after the stage 1 lead placement. The patient was prescribed antibiotics. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).